Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to check for an obstruction in the breathing system. If no obstruction found in breathing system then use flow valve test tool in service to control flow valve and visually observe manifold and paw pressures to see if they track properly. Issue could also be a faulty transducer on the enhanced sensor interface board (esib). No further information is available regarding the resolution if the reported issue. No patient information available after three attempts. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a system fault preventing mechanical ventilation. There was no report of patient injury.